Event description:
It was reported in (B)(4), the brake cam upgrade kit was ordered, upon investigation, it was determined that the brakes were not functioning.

Event description:
A report was received that a new health care worker (hcw) in the sterile materials center of the hospital experienced irritated eyes, headache, coughing, tearing. The current sterilization process involves use of hypochlorite followed by opa. Different trays are used for these procedures. Ventilation is optimized by opening the windows. The drier is cleaned with a wet dressing (compress) prior to placement of materials previously disinfected with opa. Add'l info is being requested.

Manufacturer narrative:
This is asp¿s assessment of a report from (B) (6). It was reported that a new employee in the sterilization material center of a hospital in (B) (6) was experiencing irritated eyes, headache, coughing, and tearing while working with cidex opa solution (B) (4). No further details were provided regarding whether any medical attention or treatment was needed. The lot number of the solution was not reported and no product was returned for evaluation. It was reported that the ventilation in the room was optimized by leaving the windows opened. Details regarding room ventilation and air exchanges were not available. It was further reported that the facility reprocesses their devices by using hypochlorite (bleach) followed by cidex opa solution. These are performed in separate trays. No details were provided whether rinsing is performed after the device is removed from the hypochlorite solution and prior to disinfection in cidex opa. Per the cidex opa instructions for use (IFU), devices should be cleaned, rinsed, and rough dried prior to placing in cidex opa solution. The IFU also states to use cidex opa solution in a well ventilated area. Similar complaints have been reported at this same facility, both at the sterilization center (B) (4) as well as the endoscopy center (B) (4). Supplemental reports for the first two complaints have already been submitted to the FDA. The fact that the windows in the room were left opened to optimize the ventilation in the room, and based upon the history of the complaints at this facility, the likely cause of the reported event is due to inadequate ventilation in the room. The cidex opa failure mode and effects analysis (fmea) and system hazard user misuse analysis (shuma) were reviewed. The fmea score for user allergic symptoms is below the threshold of 100, and the hazard identified in the shuma has been assessed a category I - broadly acceptable risk. In addition a review of the health hazard evaluation (hhe) for similar issues indicated that the occurrences of these complaints are relatively low and the health risk index is low. A review of the complaint history over the past 12 months ((B) (6) 2009 to (B) (6) 2010) for cidex opa solution with the problem code of ¿hr - allergic symptoms¿ did reveal two spikes outside the upper control limit, however the overall trend is decreasing. A corrective and preventive action plan (CAPA) was opened to investigate healthcare worker reports of human reaction symptoms while working with cidex opa solution. Through the investigation it was determined that inadequate ventilation and/or possibly user related issues were contributing to the majority of these reported human reaction symptoms. As part of the CAPA action plan, the cidex opa wall chart was updated and an accompanying communication letter was sent to customers, with reminders to use cidex opa solution in a well-ventilated area and to follow the instructions for use. In addition, asp plans to establish an occupational exposure level (oel) for cidex opa solution as part of the CAPA action plan.

Manufacturer narrative:
References: 2084725-2009-00466, 00467, 00468.